Event description:
During testing by a zoll medical service tech the device failed to power on via battery. There was not pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will provide a follow-up report when our investigation is completed.